Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: qureshi, s. A., tynan, m., & rosenthal, e. (1996). Implantation of palmaz stents in branch pulmonary arteries using olbert balloons. Catheterization and cardiovascular diagnosis, 38(1), 92¿95. Https://doi.org/10.1002/(sici)1097-0304(199605)38:1<92::aid-ccd22>3.0.co;2-t. Specific product details are not available. The exact event date is unknown. Complaint conclusion: as reported in the literature article by qureshi, s. A., tynan, m., & rosenthal, e. (1996). Implantation of palmaz stents in branch pulmonary arteries using olbert balloons. Catheterization and cardiovascular diagnosis, 38(1), 92¿95. Https://doi.org/10.1002/(sici)1097-0304(199605)38:1<92::aid-ccd22>3.0.co;2-t, an unknown fully dilated palmaz stent slipped over the wire from the left pulmonary artery (pa) back to the main pulmonary artery. A larger, non cordis balloon was used and the stent was easily readvanced to proper position and further expanded. The non cordis balloon was initially expanded to a pressure of 8-12atm. The device will not be returned. The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿stent migration¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Migration of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, which is done to allow further expansion due to somatic growth in later years, thus allowing the stent to then migrate. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by qureshi, s. A., tynan, m., & rosenthal, e. (1996). Implantation of palmaz stents in branch pulmonary arteries using olbert balloons. Catheterization and cardiovascular diagnosis, 38(1), 92¿95. Https://doi.org/10.1002/(sici)1097-0304(199605)38:1<92::aid-ccd22>3.0.co;2-t, an unknown fully dilated palmaz stent slipped over the wire from the left pulmonary artery (pa) back to the main pulmonary artery. A larger, non cordis balloon was used and the stent was easily readvanced to proper position and further expanded. The non cordis balloon was initially expanded to a pressure of 8-12atm. The device will not be returned.